Event description:
It was reported that there was an intermittent filmer error on the 2500 system. It was also noted that there was a table top longitude motion error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found that the table needed cleaning (installed by third party) and the cassette bezel door was pushed in causing the filmer stuck error message. Adjusted the cassette bezel and instructed the user in cleaning the table. No additional info at this time. If additional issues are noted they will be reported as required.